Manufacturer narrative:
Batch review performed on (B)(4) 2015. Lot # 133634: (B)(4) manufactured and released on (B)(6) 2013. No anomalies found related to the problem. To date, all the liners of the lot have been already sold without any similar reported event. On (B)(4) 2015 we got the confirmation that the item will not be returned back. On (B)(4) 2015 the medical affairs director made the following analysis checking the x-ray: the screw meant to reinforce connection between polyethylene liner and tibial tray got loose and was trapped in articulation. The root cause cannot be determined, it is very likely that the screw had not been tightened properly but there are no hard data to support this hypothesis. In terms of possible prevention of this occurrence, the stability of the insert with no screw is being evaluated and safety assessed for future release.

Event description:
(B)(4).

Manufacturer narrative:
On 17 august 2015 it was prepared a final report with the information reported in the initial report. On the same date the report was sent to the initial reporter and the case was closed.